Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05777. It was reported that stent thrombosis occurred and the patient died. The patient presented due to st elevation and double vessel disease. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 3.00 x 38 mm promus element ¿ long drug-eluting stent (des) was implanted in the lesion and another promus element ¿ long des was implanted in the right coronary artery. However, post procedure, the patient died. No corrective action was taken and as per physician, it was a case of stent thrombosis.